Event description:
Found a product that did not appear as it normally does. Sureprep rapid dry no-sting barrier was found to have a saturated black gauze pad in the packaging. The normal product is a white gauze pad. Product was not used on any patient, but we tested it on our hand and the black wipes off on the hand when used. Went to open another package with same lot # and it was white as expected.